Event description:
Event description guidant received information that the gas gauge of this pacemaker was pointing to approximately 3/4 full, however, the programmer stated that this device was at end of life (eol). Technical services advised that a hex dump be performed, and the magnet rate be checked. The patient's physician elected to replace this device instead of performing additional testing. Therefore, the device was explanted and returned for analysis.